Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited oversensed noisy signals due to electromagnetic interference during an ablation procedure. Technical services (ts) was contacted due to signals that appeared during the procedure, and confirmed the signals occurred due to proximity of the catheter used during the procedure with the pacemaker system. No adverse patient effects were reported. This pacemaker remains in service.